Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Retroperitoneal hemorrhage/ major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp and extracorporeal membrane oxygenation supporting the patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was placed femorally but there was a bleed observed at the site and manual pressure was not enough to manage the bleed. Femstop placed. Perclose strings tightened and hemostasis achieved. The following day patient had swelling in abdomen, could not maintain any pressure. The patient expired on support. The care team believes patient died to bleeding and multi organ failure. The prompted intervention and questions of retroperitoneal bleed due to abdominal swelling. The patient expired on the support after just 9 days.